Event description:
A "scan error" message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer did not experience any symptoms but was unable to self-treat, requiring insulin (type/dose unspecified) administered by a healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.